Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a false alert for lead impedance out of range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date received by manufacturer: 14-may-2019. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one week post implant, a false alert for low impedance occurred. The following day, the right atrial (ra) lead exhibited low impedance. The patient's implantable pulse generator (ipg) and ra lead remain in use. No patient complications have been reported as a result of this event.